Event description:
It was reported that during a stenting treatment procedure, the stent elongated. Vascular access was obtained via the radial artery. The 99% stenosed target lesion was located the mildly tortuous and moderately calcified proximal left anterior descending coronary artery. The lesion was not pre-dilated. This 3.50x20mm promus ele-ment along with a non-bsc guide wire were advanced to the lesion and deployed at 10atm for 10 seconds. The stent appeared normal. Then post dilation was performed to the proximal, mid, and distal segment of the stent with a non-bsc balloon at 20atm for 10 seconds. A 2.0x20mm maverick balloon was advanced to post dilate the diagonal side branch at 12atm for 10 seconds. A different radiopacity of the distal edge of the implanted stent was noted. Ivus was performed which revealed an elongation of 24mm. The procedure was completed with treatment of the right coronary artery. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)